Manufacturer narrative:
A review of the device history records supports that there were no non-conformance's noted during manufacturing for any reason. No prior servicing was noted during the service record review.

Manufacturer narrative:
Examination of the returned device was unable to confirm the report of 'strange values.' The ev1000 was tested and passed all analysis with no issues noted for any reason. The fault could not be replicated and no other issues were detected. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. The results of the device history and servicing records review will be communicated in a follow-up submission along with patient demographics, should they become available.

Event description:
It was reported that during use of an ev1000 platform, ¿strange¿ values were displayed for the cardiac output, cardiac index and mean arterial pressure. The actual values and significance of the values were not provided. Attempts to obtain additional information regarding the values were unsuccessful. No patient compromise was reported, however, patient demographics have been requested.